Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: two photos were provided; the two pictures show the anvil of a device with a gold reload loaded. The jaw is closed and the knife is in the home position. No signals of lubricant are observed. Based on the photos there is not enough evidence to confirm the event describe. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any unusual sounds noticed during the firing process? Was the powered reverse button attempted to be used prior to manual override? How many ratchets of the manual override were attempted to bring the knife back? Did the surgeon compress the closing handle while pressing the release button? Were any issues noted in regard to staple formation? How was the device eventually able to be removed from the patient? What is the current patient status?

Event description:
It was reported that during a vats wedge resection. Scrub nurse opened pcee60a and noticed the device shaft felt greasy (more than usual) but surgeon instructed to still use. Loaded with a gst60d. Registrar placed device on lung tissue to resect wedge resection biopsy. Fired device and when firing finished could not open device from tissue. Used manual override in attempt to remove but was unsuccessful (unclear at this stage if reverse knife blade button used). Nurse reported surgeon cut mini thoracotomy and used hand to remove tissue from device (unsure if opened jaws) and to allow access for next firing (further facts required from surgeon). Swapped out for another pcee60a and continued operation. No ae to patient. Five minute delay to procedure.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. No excessive of lubricant was noted on the join cover area. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.